Event description:
It was reported that during implant device interrogation revealed high capture threshold and impedance issue on the right ventricular (rv) lead. The physician elected to explant the rv lead. The patient was in stable condition.

Manufacturer narrative:
Further investigation will not be required as the device has not been returned.

Manufacturer narrative:
The reported events of inadequate capture and ¿the impedance was out of range¿ were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.